Manufacturer narrative:
(B) (4). The ge service rep replaced the digital cards. The system operates as intended.

Event description:
The customer reported that there was intermittently no image is radioscopy. No pt injury was reported.